Event description:
Customers reported via phone call indicating that their insulin pump went into threshold suspend. The patient's blood glucose level was 164 mg/dl at the time of the incident. The customer stated that they did not feel any symptoms of low blood glucose and does not know why the insulin pump alarmed. The customer completed the troubleshooting guide. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.